Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processig module for two patients. The following data was provided: (B)(6) 2024 sid (B)(6) initial result 150.78 pg/ml, repeats the same tube twice <5.10 pg/ml. (B)(6) 2024 sid (B)(6) initial result 18.60 pg/ml, repeats with a new tube <5 pg/ml. (Expected troponin result: below 15 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced multiple parts during troubleshooting. The module function was verified with a control/precision run. The instrument service history review for (B)(6) revealed one other ticket associated with discrepant/erratic alinity stat high sensitive troponin-I results, opened (B)(6) 2024. There have no additional complaints related to false elevated alinity I stat high sensitive troponin-I results since (B)(6) 2024. A review of tracking and trending for the alinity I processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) was identified.

Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result generated on the alinity I processing module for two patients. The following data was provided: (B)(6) 2024 sid (B)(6) initial result 150.78 pg/ml, repeats the same tube twice <5.10 pg/ml (B)(6) 2024 sid (B)(6) initial result 18.60 pg/ml, repeats with a new tube <5 pg/ml (expected troponin result: below 15 pg/ml). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00216 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.